Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative joint disease. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. Patient received a right knee revision due to tibial tray loosening at the cement to implant interface. The surgeon noted the removal of adhesions. The tibial insert and tray were revised. The patellar and femoral components were retained. The patient was revised with depuy products. There were no indicated intra-operative complications. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 4 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening, and 3 further unrelated reports. Total for lot number: 4 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 60. By product family: 182 (63x smartset ghv, 119x smartset gmv).